Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 20 synergy ii drug-eluting stent, the stent unraveled when the stent protector was removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal half with struts distorted and stretched distally over the bumper tip. No damage was noted to the struts on the proximal half of the stent. The product stent protector was not returned for analysis with the device, however, the specified inside diameter of the stent protector (ID) and the od of the stent on the undamaged proximal side was measured. Therefore, it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The stent protector offers full protection to the crimped stent and device tip. The stent protector profile size relative to the crimped stent profile size offers ease of use to the user and ease of removal of the stent protector during device preparation. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 6.29cm from the end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found one kink at 3.8cm distal to the hypotube to midshaft bond. The outer extrusion and the bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 20 synergy ii drug-eluting stent, the stent unraveled when the stent protector was removed. The procedure was completed with another of the same device. No patient complications were reported.